Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a pen injector was provided. The consumer reported that the needle was bent prior to injection and would not detach from pen. The photo was examined, and it was observed that a bent cannula was protruding from the septum of the pen injector. From the photo provided it could not be determined if the cannula belonged to a bd pen needle, therefore, the reported issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that an unspecified bd autoshield pen needle was not able to remove the cannula from the pen with the outer cover after use. The following was reported by the initial reporter: "it was reported that the needle was bent prior to injection and would not detach from pen. Per email: our nursing agency provides nursing to a [omitted] with type 1 diabetes. The nurses recently started using the autoshield needles on the clients flex pen to prevent needles sticks. Yesterday when the nurse was removing the needle from the pen it appears the needle was bent and remained in the pen. She had to manually pry the needle out of the pen. I've attached a picture. Is this a typical problem with the bd autoshield? Is there a recommended solution to prevent this?"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd autoshield pen needle was not able to remove the cannula from the pen with the outer cover after use. The following was reported by the initial reporter: "it was reported that the needle was bent prior to injection and would not detach from pen. Per email: our nursing agency provides nursing to a [omitted] with type 1 diabetes. The nurses recently started using the autoshield needles on the clients flex pen to prevent needles sticks. Yesterday when the nurse was removing the needle from the pen it appears the needle was bent and remained in the pen. She had to manually pry the needle out of the pen. I've attached a picture. Is this a typical problem with the bd autoshield? Is there a recommended solution to prevent this?"